Event description:
It was reported that the surgeon inserted and removed an aa4204vf silicone plate lens. The surgeon decided to use a different diopter lens. There was no pt injury.

Manufacturer narrative:
(B) (4)- no complaint against product: eval results (other): visual inspection of the returned product showed a haptic plate was torn, and there was reddish residue on the lens. (B) (4).